Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon of the trocar burst while inflating. Current patient status is alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received during an ectopic pregnancy procedure, the balloon of the trocar burst while inflating. To correct the condition they used another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned products noted: the trocar balloon was raised up from the cannula. The lock collar, obturator, valve seal and doors appeared intact. The inflation syringe was not received. Pmv performed functional testing; the balloon was reinserted into the cannula and inflated with a test syringe using the proper 25ml¿s of pressure as per the IFU. The balloon inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the over inflated balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an ectopic pregnancy procedure, the balloon of the trocar burst while inflating. Two devices with used in the procedure had the same problem. To correct the condition they used another device. Current patient status is alive with no injury.